Manufacturer narrative:
Correction to h10 of the initial report. Olympus sent the device for third-party culture testing where the results were: sampling date (B)(6) 2023. Sampling point: air/water channel cfu: 1 bacterial identification: staphylococcus hominis. This report is being supplemented to provide the device evaluation. During the device evaluation, the forceps elevator had foreign material and problems related to reprocessing insufficient or incorrect reprocessing scope may have been used for next procedure were identified, which have been identified as a reportable malfunctions. Additional non-reportable malfunctions were identified: - suction cylinder has no color - due to annual inspection, parts must be replaced - there is metal particle around lever arm - bending section rubber has slack - adhesive on bending section rubber has a chip - connecting tube has a scratch however, these defects alone are not considered severe enough to cause a potential adverse event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for microbial contamination. It was not specified where the reported contamination was discovered. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection.) Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, germs were detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.